Event description:
Received notice from FDA regarding an incident. No user facility information was included with the notice. Event description is as follows: (B) (6)-2010: clean needlestick was sustained when after appropriately putting the cap back on following drawing up vaccine, the nurse checked to make sure the cap was securely back in place. The needle had bent and gone through the plastic. Cap sticking her index finger. Another needle was also bent at the tip after withdrawing from the vaccine vial. It was also noted that another needle was bent after giving an injection. No problem sustained by the patient.

Manufacturer narrative:
Additional manufacturer narrative: a voluntary report was received via the us mail. The cover page for the report stated: the attached report, (B) (4), was received through FDA's medwatch program. We are forwarding it to you for review since you might be unaware of this event. The report contains all the information presently available. (B) (4). This information is being entered into the complaint system for tracking and reporting purposes.